Manufacturer narrative:
The manufacturer previously reported in section b4 as the date of the report as 04/21/2021. The correct date of the report as 04/22/2021.

Manufacturer narrative:
The manufacturer previously reported "service required" alarm condition occurred and that the sensor board was replaced to address the issue. The sensor board was not replaced for the reported issue, only the oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.